Event description:
It was reported that patient's left ventricular lead exhibited high capture threshold. It was further noted that the lead was dislodged. The lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported that patient's left ventricular lead exhibited loss of capture. It was further noted that the lead was dislodged. The lead was explanted and replaced. There were no patient consequences.